Event description:
A rented mechanical ventilator was set up running total est before placing into service. The equipment failed this system test-gave code 6221 during the total est, but passed quick est. Electrical checks done by our staff were ok. Equipment was not placed into service and was returned to the distributor (hill-rom).